Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite using multiple usb cables and wall adapters. Ultimately, the battery fully depleted and the pump shut off. The customer¿s blood glucose was 230 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.